Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a gastrointestinal illness that lasted a day of poor intake, nauseam emesis and a week of malaise. The patient had suction events and was told to hold diuretics and antihypertensive medications. The patient experience pre-syncopal episodes 1-2 times a week that became more frequent. The most recent episode was (B)(6) 2022 when the patient was walking when developed light-headedness, flushing sensation and blurry vision. The patient recognized the symptoms and sat down before losing consciousness. The patient believed to only be unconscious for a few seconds and woke up without confusion, incontinence or tongue biting. The implantable cardioverter defibrillator (ICD) would be interrogated to ensure no arrhythmias and antihypertensive and diuretic would be held. The symptoms were worsened in the setting of likely infection. The patient had acute left elbow pain that was painful upon movement. The elbow had swelling, warmth, and redness. The patient had a history of gout. The patient had blood cultures drawn and was to start on antibiotics. Positive staphyloccocus hominis was found but team thinks contamination as patient remained afebrile. The patient¿s white blood cell count was stable. The patient additionally had left knee pain and fluid was removed. The patient had a knee x-ray that was unremarkable. The patient was on allopurinol and colchine and the dosage was increased. The patients diuretics were held due to column status and being euvolemic on (B)(6) 2022 the patient was started on oral diuretics. On (B)(6) 2022 the patient showed times of edema and jugular vein distension. The patient was switched to 3 mg bumex by mouth and intravenous twice a day.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of syncope and infection, as well as the reported patient-related conditions could not be conclusively established through this evaluation. Additionally, the reported suction events could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related) and infection. This section also provides an explanation of all pump parameters, including pulsatility index (pi). This section notes that ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, "patient care and management", (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. This section also provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. Additionally, this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the IFU and patient handbook outline care instructions in reference to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2022, the patient started to have pain and soreness around driveline (dl) site along with scab formation. Doxycycline was ordered but patient never took antibiotics since script not filled until (B)(6) 2022. Pain around dl was getting worse with time along with new onset of acute left elbow pain that was painful upon movement. Volume overload resolved on (B)(6) 2022.